Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified. The field service engineer conducted an additional site visit based on this report and performed a device check specific to the reported event. The device was found to meet specifications and no issue with the device was identified. However, field service engineer the reported that the patient interface could not be properly inserted in the application interface and got bent. The review of logfile for the treatment day shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully. The captured ablation check result image seems to show that the last complete visible step of the stairway pattern is not parallel between the orientation lines but to the right of the right orientation line and might therefore be out of specifications. However, the result was confirmed as being in specification by the customer. In case the ablation check was out of tolerance and the criteria for a successful ablation check was not fulfilled, the thickness of the flap may be influenced. The logfile shows that the user performed one energy check and performed sixteen treatments without further energy check on that day. The user has to perform an energy check manually at least after one twenty minutes showing that the performed treatments were not covered by an energy check. The logfile shows sixteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfiles show that vacuum one and two was lost two times each and that the patient interface was docked several times. The treatment of the patient's left eye was eventually finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The treatment report picture shows blood in the vicinity of the flap which may be a potential factor contributing to the reported event. Generally, with inappropriate ablation checks and missed energy checks, the consistent flap thickness may not be guaranteed. Extended beam control check times and long docking time with the possibility that fluid builds up under the patient interface, may lead to further variance and thinning of the flap. The provided information was also assessed by company global technical service who supported that no technical issue with the device could be identified but handling issues (such as extended time before beam start or inappropriate insertion of the patient interface could be at play. Based on the current information, no indications for a device malfunction could be identified. However, handling and/or workflow issues may have contributed to the reported event. Nevertheless, the root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that difficulty to open the flap in the left eye of a patient and procedure was completed without any harm or problems during lasik surgery. No patient harm. There are multiple related reports for this event. This report addresses patient initials unknown, left eye, and additional manufacturer reports will be filed for the other patients.